Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2, h3, h8 additional information:h4 the device was returned to olympus for inspection, and the reported failure of the damaged light guide connector section was confirmed. In addition, the bending section rubber adhesive was found missing, which is a reportable malfunction that was identified during the device evaluation. Based on the results of the investigation, the probable causes are some kind of stress, such as damage or deterioration of parts, electrical problems, environmental temperature problems, and maintenance problems. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device¿s light guide connector section was damaged. There were no reports of patient or user harm associated with this event.